Event description:
It was reported, that the video system center was not giving an output signal. And the endoscopy image was not coming on the monitor screen. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Also, additional potential adverse events were noted where there was an intermittent green image on the monitor and all the light emitting diodes (leds) of the front panel glowed continuously. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image issues and led issues were due to faulty printed circuit boards. Olympus will continue to monitor field performance for this device.